Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 54 mg/dl, and the meter bg reading was 666 mg/dl with high ketones identified as dangerous. Insulin was administered via a manual injection to initially address bg. The customer was subsequently admitted to the intensive care unit (ICU) where healthcare providers administered intravenous fluids of saline and insulin to treat bg, and no permanent damage was reported. Multiple attempts were made to confirm the issue was resolved and to obtain the hospital release date; however, no response from the customer was received. System check with technical support did not identify any additional issues with the pump or related supplies. Customer acknowledged that the pump was functioning as intended.